Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked approximately 100ml of fluid. The leak was not contained within the instrument. The instrument did not generate any error messages in connection with this event. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and the customer did not seek medical attention. The customer did not review the material safety data sheet (msds), but there is an exposure control plan in place at the facility. No erroneous patient results were generated and there was no impact to patient treatment. Beckman coulter field service engineer (fse) noted the presence of a small amount of dried diluent on the counter and confirmed that there was a diluent leak from a disconnected sample line at the flow cell. The fse replaced the flow cell sample line and resolved the leak. The fse verified service activity performed per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).